Manufacturer narrative:
Product analysis #701038413: the stent was positioned on the balloon between the marker bands as per specification. Several distal stent segments had raised and deformed struts. (B)(4).

Event description:
The physician intended to use a resolute onyx drug eluting stent. No abnormalities were detected with the device prior to use. Lesion pre-dilation was not performed. The target lesion in the rca was calcified and heavily stenosed. The physician was using a guide liner to deliver the device. Resistance was encountered advancing the device. It was reported that the device was 'sticking' and would not deliver to the lesion. The stent was reported to have got caught along the way on what was suspected to be calcium, although the appearance under fluoroscopy did not seem severe. After several attempted to deliver the device it was withdrawn. On removal the stent was observed to be damaged in the mid portion. It was suspected that there was possibly a dissection in the lesion. The resolute onyx is not suspected to have caused the dissection. Pre-dilation was performed and a 2.5 x 38 mm resolute onyx stent was selected and delivered with a good result. No patient injury. Please note that this device (resolute onyx rx) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.